Event description:
The complaint received states that the micrusphere 10 cerecyte microcoil 2.5 mm x 3.3 cm (csp10025030 / c17291) had resistance/friction in the microcatheter. The physician tried to push micrusphere coil several times in the m/c, but this coil was not advanced. So he decided to change it to other coil. There was no report of injury for the patient. Neither the com[plaint device not the concomitant device kink/bent at any time. There were no noted damages to the complaint device when it was removed from the patient. An adequate continuous flush was maintained throughout the procedure. An unknown excelsior sl 210 microcatheter was used for the procedure. This was the first coil used for the procedure. Only the complaint device was removed and there was no report of loss of target site during manipulations. This event occurred during advancement. This was an ica aneurysm, no characteristics were reported. There is no available information regarding patient demographics.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt the complaint received states that the micrusphere 10 cerecyte microcoil 2.5 mm x 3.3 cm (csp10025030 / c17291) had resistance/friction in the microcatheter. The physician tried to push micrusphere coil several times in the m/c, but this coil was not advanced. So he decided to change it to other coil. Neither the complaint device not the concomitant device kink/bent at any time. There were no noted damages to the complaint device when it was removed from the patient. An adequate continuous flush was maintained throughout the procedure. An unknown excelsior sl 210 microcatheter was used for the procedure. This was the first coil used for the procedure. Only the complaint device was removed and there was no report of loss of target site during manipulations. This event occurred during advancement. This was an ica aneurysm, no characteristics were reported. There is no available information regarding patient demographics. There was no report of injury for the patient. As viewed through the returned packaging, the unsheathed and entangled coil and the device positioning unit (dpu) have been severely damaged in multiple sections. Coil damage was found on the last secondary winding off the ball tip. The introducer sheath and the dpu/coil were returned separated from each other. A series of severe kinks were found on the core wire and tip coil sections. Located in the damaged tip coil section the +/- electrical wires have been severed. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damage. A large portion of the damage appears to be post-procedural in nature. The circumstances that produced this damage cannot be determined. The most likely contributing factor to the coils friction inside the microcatheter occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have produced some of the damage found to the unit and would have given the end user the impression that the friction originated inside the microcatheter. Attempting to advance the coil in this condition would have been extremely difficult. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the sl:-10 microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint was confirmed on analysis. A large portion of the damage appears to be post-procedural in nature. The circumstances that produced this damage cannot be determined. The most likely contributing factor to the coils friction inside the microcatheter occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. Review of the information suggests that procedural issues may have contributed to the confirmed event.